Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the knob for the atrial output was not adjustable. The device also failed functional testing and the battery contacts were visibly contaminated. As a result the device was cleaned, the atrial switch was replaced and the battery contacts were inspected and any visible signs of contamination were removed.

Event description:
It was reported that a button on the external pulse generator (epg) was defective. The epg was returned for servicing. There was no patient involvement.